Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wouldn't activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produced visible steam and heat during ten (10) 3-second activations to evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device did not power on to complete this test. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.63 ohms which is on the lesser side of being hemopro 2 final test specification. The device failed the temperature measurement test. The displayed temperature did not increase and remained red within the 2 second specified timeframe. An engineering evaluation was conducted that identified the root cause of the failure to deliver energy. To check the electrical continuity in the device, the shrink tubing was removed and it was observed to be the rivet pin was inserted into the wire insulation. Blood was visible on the inner part of the jaws. A microscopic inspection of the wiring insulation determined that the insulation was punctured by the rivet pin exposing the inner wiring. This caused the device to short and the device was unable to deliver energy. It was evident that the defect happened during assembly. The operator may have inadvertently inserted the rivet pin through the white wire insulator during assembly. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed as well as confirmed for the analyzed failure "material twisted/bent; wire" was confirmed. Specific actions for the analyzed failure mode "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wouldn't activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.